Event description:
It was reported that when using the foot switch, after releasing, the c-arm continues to move in a downward motion. No injury reported. A field engineer was dispatched to the site and determined the foot switch needed to be replaced. Once this was completed the system was working as intended.